Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported during a PICC insertion using this kit the wire became knotted inside the patient. It was stated during the insertion, everything went perfectly up until removing the wire from the introducer. The nurse had met resistance when removing the wire. She then pealed the introducer away and the wire was still stuck in the patient. The nurse had to knick the patient to remove the wire which she then realized it had become knotted inside the vein.